Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non- boston scientific right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring 2552 ohms. Impedances have been stable over the past year with a few excursions into the 600-800 ohms range in the past two weeks. Technical services recommended to evaluate the patient in the clinic and discussed troubleshooting options. The patient was evaluated and at the time of the oor measurement, the patient was getting her nails done and sitting in a massage chair. The sales representative informed it could due to electromagnetic interference (emi). The clinic will continue to monitor as this time. The ICD and non-boston scientific ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator and non- boston scientific right atrial (ra) lead exhibited high out-of-range pacing impedances measuring 2552 ohms. Impedances have been stable over the past year with a few excursions into the 600-800 ohms range in the past two weeks. The patient will be coming into the clinic to be evaluated. Technical services discussed troubleshooting options. At this time, the ICD and non-boston scientific ra lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that review of presenting electrogram revealed noise at variable times after an atrial pace which was being oversensed. Technical services informed that it does not appear to be physiologic. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Refer to section h6 as new device codes were added.

Event description:
It was reported that this implantable cardioverter defibrillator and non- boston scientific right atrial (ra) lead exhibited high out-of-range pacing impedances measuring 2552 ohms. Impedances have been stable over the past year with a few excursions into the 600-800 ohms range in the past two weeks. The patient will be coming into the clinic to be evaluated. Technical services discussed troubleshooting options. At this time, the ICD and non-boston scientific ra lead remain in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that review of presenting electrogram revealed noise at variable times after an atrial pace which was being oversensed. Technical services informed that it does not appear to be physiologic. No adverse patient effects were reported.